Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical pacing therapy still available. Boston scientific technical services (ts) discussed safety mode with the healthcare provider (hcp), specifically what causes a device to enter this state and the parameters used. Ts indicated that the device would need to be replaced. The patient was noted to not be pace therapy dependent with atrial pacing provided approximately seventy-seven percent of the time and ventricular pacing provided approximately twenty-six percent of the time. The hcp asked if the device replacement needs to occur as soon as possible and ts discussed that this is at the clinics discretion but sooner rather than later might be more optimal. The device was noted to have previously indicated there was eight months of battery longevity remaining. Also, the right ventricular pace output was 3 volts at 0.5 milliseconds but is now 5.0 volts at 1 millisecond in safety mode. The device remains in-service at this time. No patient symptoms or adverse patient effects were reported.